Manufacturer narrative:
The estradiol testing was repeated twice on the same e2 module with the first repeat giving 15781 accompanied by a "limith" data flag. The sample was auto repeated with dilution giving 29729 with no data flag as already reported in initial medwatch. Date of initial and repeat testing was (B)(6) 2009. Estradiol units of measure were pmol per l.